Event description:
The insulin pump has been returned and analysis has been completed. The caller stated that the customer has passed away seven years ago due to non-diabetes related issues. The caller just wanted to return the insulin pump.

Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test. Unable to determine the root cause of the prime/fill anomaly due to pump preservation. The occlusion test and excessive no delivery test were unable to be performed due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. Data analysis: there is no data available due to pump received without a battery installed.